Manufacturer narrative:
(B)(4) (B)(6). Concomitant medical product: unknown knee patella, catalog #: unknown lot #: unknown. Unknown knee tibial tray, catalog #: unknown lot #: unknown. Unknown knee femoral, catalog #: unknown lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:3006946279-2018-00123.

Event description:
It was reported that the patient will require a revision surgery due to wear and pain. No revision procedure has been reported to date. No patient consequences were reported.